Event description:
Novasure endometrial ablation (B)(6) 2011. Smaller fibroids not to be removed, per dr. Successful surgery and happy pt who traveled to (B)(6). (B)(6) 2012, severe stomach cramps in (B)(6), blamed on the food. (B)(6) 2012, severe stomach cramps again, with some bleeding. Pt recognizes timing would be that of normal menses (which have ceased since ablation and that was seen as positive outcome), but how knows of post ablation syndrome/possible need for hysterectomy. Original bill of (B)(6) still standing, pt cannot afford more treatment. Reads of FDA protecting itself and novasure from class action lawsuits? Hopefully, this is no longer true. Will keep researching and secure attorney.